Event description:
The customer reported approximately five (5) milliliters of deionized water leaked from probe b due to a loose reagent syringe involving unicel dxc 600 synchron system. The customer indicated system error, sample cuvette no fluid detected, displayed. The customer was advised to use proper personal protective equipment (ppe) prior to troubleshooting. The customer stated the deionized water was contained in the black drip tray above the reagent wheel. No erroneous patient results were generated. The customer did not have direct contact with the fluid and has an exposure control management plan at the facility. There was no exposure to open lesions or mucus membranes. There was no report of operator injury or adverse effect associated with this event.

Manufacturer narrative:
The customer's biomedical engineer resolved the issue by tightening the reagent syringe. The unit was in operation. (B)(4).